Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 796910) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering from migraines prior to undergoing the implantation of essure. Hysterosalpingogram : essure coils were properly in place and that her fallopian tubes were occluded. Concurrent conditions included stress urinary incontinence, cough, sneezing, urinary tract infection and yeast infection. Concomitant products included miconazole nitrate (monistat). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain lower and uterine pain, genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged periods"), abdominal distension ("bloating"), menstruation irregular ("unusual periods"), migraine ("severe migraines") and arthralgia ("hip pain") and was found to have hormone level abnormal ("hormonal fluctuations"). At the time of the report, the device dislocation, menometrorrhagia, abdominal distension, hormone level abnormal and migraine had not resolved and the genital haemorrhage, menstruation irregular and arthralgia outcome was unknown. The reporter considered abdominal distension, arthralgia, device dislocation, genital haemorrhage, hormone level abnormal, menometrorrhagia, menstruation irregular and migraine to be related to essure. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet and medical record received. Events: bleeding and other (list): unusual periods were added. Lot number was added. Concomitant conditions and drugs were added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 796910) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering from migraines prior to undergoing the implantation of essure. *hysterosalpingogram : essure coils were properly in place and that her fallopian tubes were occluded. Concurrent conditions included stress urinary incontinence, cough, sneezing, urinary tract infection and yeast infection. Concomitant products included miconazole nitrate (monistat). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain lower and uterine pain, genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged periods"), abdominal distension ("bloating"), menstruation irregular ("unusual periods"), migraine ("severe migraines") and arthralgia ("hip pain") and was found to have hormone level abnormal ("hormonal fluctuations"). At the time of the report, the device dislocation, menometrorrhagia, abdominal distension, hormone level abnormal and migraine had not resolved and the genital haemorrhage, menstruation irregular and arthralgia outcome was unknown. The reporter considered abdominal distension, arthralgia, device dislocation, genital haemorrhage, hormone level abnormal, menometrorrhagia, menstruation irregular and migraine to be related to essure. Lot number: 796910 manufacture date: 2010-11, expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.